Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Additional information: this report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 3003737899-2016-00020.

Event description:
It was reported that during insertion in the emergency dept., the guide wire kinked when the user tried to insert it in the patient's internal jugular. As a result, a new kit was opened however, the same issue occurred. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.